Event description:
Received info when the stimulation is turned off and on the pt felt pain in the right front side of her pelvis bone and could hardly move her leg to the left. When she laid down the pain was worse. The pt was reprogrammed and had tried every program but still had pain. These symptoms began following an unrelated medical procedure, a CT scan. She was also close to MRI equipment. Additional info has been requested and if received a f/u report will be sent.

Manufacturer narrative:
(B)(4).